Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds due to the lead was not affixed properly, and was explanted and replaced. It was also reported that during the revision procedure, the right ventricular (rv) lead exhibited a broken sleeve, suture too tight and insulation damage alleged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and, analysis of the device memory was performed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant. Analyst commented, anchor sleeve cut in half due to suture tightness, no insulation damage, and no anomalies found on save to disk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.